Event description:
A nurse reported that the patient experienced a posterior capsule tear during a cataract surgery. The surgeon thought that the tear may have occurred due to positioning of the patient's head creating difficulty with the view. The surgery was completed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).